Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged moisture exposure to the pump found on the event date (B)(6) 2021. Pump received with moisture damage and blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection corroded battery tube, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated they did not hear fluid when shaking the pump. Customer stated they see fluid under the lcd. Customer stated the pump was not dropped. Customer stated there were cracks on the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.